Manufacturer narrative:
Pt's age: over 18 years of age. (B)(4).

Event description:
It was reported that during preparation for a cryoplasty procedure, a piece of plastic was observed on the distal tip. The lesion being treated was located in the tibial artery. When the protective cover was removed from the .014 3/100/150 polarcath balloon catheter an extra piece of plastic at the very distal tip of the catheter was observed. The piece of soft plastic was attached on the tip of the catheter. The physician completed the procedure with another .014 3/100/150 polarcath balloon catheter. There were no pt complications. Pt status is reported as "fine".